Event description:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, three year follow-up", journal of neurology (2007) 254:99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in 36 consecutive pts. The article describes results of a study involving pts being treated with bilateral-stn dbs for advanced parkinson's disease. Parkinsonian status was investigated postoperative, at 1 year and 3 year intervals. Both transient and long lasting complications were included in the article. Two pts experienced hypomania that occurred progressively within the first month. The hypomania resolved progressively under treatment with clozapine.

Manufacturer narrative:
See scanned pages.